Event description:
Reportable based on the device analysis completed on 10aug2022. It was reported that the pump was leaking. The target lesion was located in the popliteal vein. An angiojet solent omni was selected thrombectomy procedure. During the procedure, it was noted that the pump was leaking liquid. There were no error message displayed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, returned device analysis revealed a broken hypotube.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the solent omni thrombectomy. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual and microscopic examination revealed no damages. Functional testing was performed by placing the device in the angiojet ultra console. The device was unable to prime and the console displayed a check saline error. The shaft was cut open and a separated hypotube was found 75.1cm from the strain relief. Inspection of the device presented no damage or irregularities. Product analysis found that the hypotube is separated which would cause a leak.